Manufacturer narrative:
Invacare has not received this product. Outside technicians examined the concentrator and stated it was likely caused by patient smoking. (B)(4) - (B)(6) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
Legal representative alleged that an invacare oxygen concentrator started a fire which resulted in damage to the patients face and home. Legal representative stated the technicians who examined the concentrator after the fire, indicated this was likely caused by the patient smoking.

Manufacturer narrative:
Product was returned for evaluation. Model, serial number and manufacturer location were updated. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the concentrator was received with the cabinet filter and inlet filter detached. The cabinet filter was clean, but a small accumulation of black/brown substance was found in the inlet filter trap. The returned inlet filter was not an invacare filter. The concentrator's shroud was split open and the mounting screws were missing. The front face of the shroud showed large burn markings. Likewise, the plastic cannula tube port and elastic humidifier strap on the dashboard were both partially missing. Inspection of the concentrator's power cable found insulation partially melted away from a bend in the cable and stuck to another segment of the cable. The cabinet itself had dirt/dust accumulated in it, but did not show any signs of burn damage. However, inside the cabinet was found a loose section of tubing that would normally run between the cannula outlet port and hepa filter. The loose segment of tubing showed several signs of burn damage: the lumen of the tube itself was burned, the check valve outlet port partially melted, and the hepa filter outlet port was melted off and stuck inside the tubing segment. Traces of burn damage were found in the segment of flow line tubing running between the hepa filter and flow meter, but the flow meter itself was undamaged. The intact remainder of the o2 flow line tubing was stained brown, but was not burn-damaged in a manner similar to the loose tubing segment. The finding of burn damage only on the front of the shroud and only between the cannula outlet port and the inlet hepa filter suggested that the ignition event likely occurred external to the concentrator and propagated a short distance inward along the o2 flow line. Thus, it was unlikely that the concentrator itself "started a fire" as described by the end user. Functional testing- because of the damage to the concentrator's power cord, the device could not be powered on and consequently could not be functionally tested. Conclusions- utilizing existing complaint information and observations of the returned irc5po2v in its "as received" condition, the complaint of the concentrator starting a fire could be neither confirmed nor refuted. The concentrator could not be powered on due to the existing damage. Thus, no attempt to reproduce the issue could be made. However, the damage to the concentrator was consistent with an externally-ignited fire, which could occur if the end user were smoking while using the concentrator as mentioned in the complaint description. Complaint of "concentrator started a fire" could not be confirmed nor refuted. The underlying cause could not be determined after reviewing the documentation in this investigation; but based on the device evaluation, the underlying cause was most likely ignition external to the concentrator.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the concentrator was received with the cabinet filter and inlet filter detached. The cabinet filter was clean, but a small accumulation of black/brown substance was found in the inlet filter trap. The returned inlet filter was not an invacare filter. The concentrator's shroud was split open and the mounting screws were missing. The front face of the shroud showed large burn markings. Likewise, the plastic cannula tube port and elastic humidifier strap on the dashboard were both partially missing. Inspection of the concentrator's power cable found insulation partially melted away from a bend in the cable and stuck to another segment of the cable. The cabinet itself had dirt/dust accumulated in it, but did not show any signs of burn damage. However, inside the cabinet was found a loose section of tubing that would normally run between the cannula outlet port and hepa filter. The loose segment of tubing showed several signs of burn damage: the lumen of the tube itself was burned, the check valve outlet port partially melted, and the hepa filter outlet port was melted off and stuck inside the tubing segment. Traces of burn damage were found in the segment of flow line tubing running between the hepa filter and flow meter, but the flow meter itself was undamaged. The intact remainder of the o2 flow line tubing was stained brown, but was not burn-damaged in a manner similar to the loose tubing segment. The finding of burn damage only on the front of the shroud and only between the cannula outlet port and the inlet hepa filter suggested that the ignition event likely occurred external to the concentrator and propagated a short distance inward along the o2 flow line. Thus, it was unlikely that the concentrator itself "started a fire" as described by the end user. Functional testing- because of the damage to the concentrator's power cord, the device could not be powered on and consequently could not be functionally tested. Conclusions- utilizing existing complaint information and observations of the returned irc5po2v in its "as received" condition, the complaint of the concentrator starting a fire could be neither confirmed nor refuted. The concentrator could not be powered on due to the existing damage. Thus, no attempt to reproduce the issue could be made. However, the damage to the concentrator was consistent with an externally-ignited fire, which could occur if the end user were smoking while using the concentrator as mentioned in the complaint description. Legal representative alleged that an invacare oxygen concentrator started a fire which resulted in damage to the patients face and home. Legal representative stated the technicians who examined the concentrator after the fire, indicated this was likely caused by the patient smoking.